Event description:
It was reported that the patient underwent a surgery due to s1 distribution leg pain. Crm, rhbmp-2/acs, and posterior instrumentation were implanted at l4-s1. The patient returned 1109 days post-op for an office visit, continuing to complain of chronic leg pain that did not resolve with a dorsal stimulator. A CT mylogram revealed that the posterior and anterior fusions had healed successfully. The patient passed away approximately 4 years post-op from acute leukemia. The date of diagnosis is unknown.

Manufacturer narrative:
Date of death: 2011. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.